Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date approximately one week prior to the receipt of this report, dianeal therapy was discontinued. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.